Event description:
The pt was on the way to the hosp when the stance phase damping of the knee joint failed. The pt fell and incurred a splintering of the bone which had to be operated on in the hosp. Possible reason for the failure was a defect of the c-leg tube adapter.

Manufacturer narrative:
Modified device codes from dompleted device eval report. Modified eval results and conclusions from completed device eval report. Conclusion: the observed failure has been previously reported and identified. Suitable measures have already been implemented. The bonding process for tube and adapter has been revised and optimised. Significant improvement of the bonding has been obtained by introducing sandblasting into the production process prior to bonding. Because good results were achieved once sandblasting had been introduced to the production process, it was concluded that this complementary mfg step is sufficient and no add'l measueres are necessary. The c-leg tube that resulted in the mentioned incident belongs to older prod generation prior to introduction of sandblasting into mfg process. In most cases, the change of the signals which results from a bonding problem between tube and adaptor and could potentially lead to the swing phase being more easily released results in a gradual rather than abrupt change of behaviour. The pt will usually notice this gradual change in the behavior of the prostheses and will visit a cpo before the fall by an unintentional release of the swing phase takes place. The yearly prescribed svc of the knee joint also involves an examination of the signals. If the values during the examination lie outside the tolerance area or within the tolerance area, but a trend for values to drift is observed, the affected tube is exchanged. Additionally, a new test which checks the qual of the bonding between tube and adaptor was introduced in the regular svc.